Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trg crt-d, implanted (B)(6) 2012. (B)(4).

Event description:
It was reported that early battery depletion was suspected with the patient's implantable cardioverter defibrillator (ICD). The device was removed and replaced. It was further reported that the right ventricular (rv) lead had exhibited fracture and sensing noise. The rv lead was removed and replaced at the time of device change-out. During the replacement procedure, the left ventricular (lv) lead sustained insulation damage. The damage was repaired intra-operatively, and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.